Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The svc rep retrieved the tar ball log files. The system was tested and found to be working as intended and put back in svc.